Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® mycromesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The explanted portions of the device were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Based upon the information received, a small portion of the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 02985837. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2005: (B)(6) system. [Signature illegible]. Anesthesia record. Asa: 2. Implant preoperative complaints: on (B)(6) 2005: (B)(6), md. History of present illness: ¿this is a 62-year-old, gravida 4, para 4-0-0-4, with complete uterine prolapse. She was diagnosed with a rectocele in 1999, and it progressively worsened until she had complete procidentia. She has to opposed her uterus in order to urinate. She has overflow incontinence and a small amount of spotting from an ulcerated area of her cervix. She has diabetes which is medically controlled and depression. Takes glucophage and zoloft. Physical exam: on exam, she has complete procidentia of the uterus with ulceration on her cervix. She has atrophic vaginal mucosa. No rugation of the vagina.¿ implant procedure: total abdominal hysterectomy. Bilateral salpingo-oophorectomy. Sacral colpopexy and paravaginal repair. Posterior repair. Perineoplasty. Implant: gore® mycromesh® plus biomaterial [02985837/1mymp05] implant date: on (B)(6) 2005 (hospitalization on (B)(6) 2005). On (B)(6) 2005: (B)(6) system. Implant sticker. Mycromesh® plus antimicrobial. Lot: 02985837. Item: 1mymp05. The records confirm a gore® mycromesh® plus biomaterial (1mymp05/02985837) was implanted during the procedure. Relevant medical information: on (B)(6) 2005: (B)(6), md. Surgical pathology report. ¿specimen: uterus, bilateral tubes and ovaries, vaginal mucosa. Clinical information: uterus, bilateral tubes and ovaries, vaginal mucosa. Gross description: container a is received labeled "uterus, bilateral tubes and ovaries". In formalin is a uterus with attached bilateral adnexa. Without bilateral tubes and ovaries, the 105 gram uterus is 10.0 cm from fundus to ectocervix, 7.0 cm from cornu to cornu, and 3.0 cm from anterior to posterior. The serosal surface is pink-tan to red and predominately smooth. The cervix is 5.5 cm in diameter and is surfaced by tan, focally cobblestoned ectocervical mucosa. The triangular uterine cavity is 5.0 cm long, 2.0 cm wide and lined by tan glistening endometrium that is up to 0.2 cm. Thick. There is a 0.5 x 0.5 x 0.2 cm polyp at the posterior uterine wall. The pink-tan myometrium is trabeculated and up to 2.0 cm thick. There are no intramural, submucosal, or subserosal masses identified. The right fallopian tube with fimbria not identified is 6.0 cm long, 0.5 cm in diameter and surfaced by red-pink serosa. The attached pink-tan ovary is 3.0 x 1.0 x 1.0 cm. Sectioning reveals a tan cut surface exhibiting corpora albicantia and a 0.7 cm in greatest dimension clear fluid-filled subcortical cyst. The left fallopian tube with fimbria not identified is 3.0 cm long, 0.5 cm in diameter and surfaced by purple-pink serosa. The attached tan-pink ovary is 3.0 x 1.5 x 1.0 cm. Sectioning reveals pink-tan cut surfaces and 0.2 cm in greatest dimension calcified tan nodule. Representative sections are submitted. Container b is labeled "vaginal mucosa". In formalin are three strips of pink-tan mucosa that are 1.5, 4.0 and 5.0 cm long. No discrete masses are noted grossly. Representative sections are submitted in "b1". Final diagnosis: uterus, fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: peritoneal reflections: no diagnostic abnormalities. Cervix: acute and chronic inflammation with ulceration. Hyperkeratosis consistent with prolapse. Endometrium: benign endometrial polyp. Myometrium: adenomyosis. Fallopian tubes: no diagnostic abnormalities. Ovaries: benign follicular cyst of right ovary. Vaginal mucosa, repair of prolapse: hyperkeratosis consistent with prolapse.¿ on (B)(6) 2005: (B)(6), md. Surgical pathology report. ¿specimen: uterine curettings, left tube and ovary, right ovarian cyst, right paratubal cyst. Clinical information: ovarian mass. Gross description: the specimen is received in four containers. Container a is labeled "uterine curettings". In formalin are multiple tan-pink glistening tissue fragments admixed with red clotted blood that aggregate to 2.5 x 2.5 x 0.5 cm. The specimen is entirely submitted in "a1". Container b is labeled "left tube and ovary fs". Received without fixative for frozen section is a tuboovarian complex that consists of a 4 cm long, fallopian tube with fimbriae not identified that is up to 1 cm in diameter. The tube is surfaced by pink-purple serosa and adhesed to the ovary. The ovary is 6.5 x 4.4 x 2 cm. The cut surface of the ovary is pink-tan and exhibits three cystic spaces devoid of contents and focal areas that are markedly congested, soft and focally necrotic. Container c is labeled "right ovarian cyst". In formalin is a 3 x 1 x 0.5 cm pink-purple membranous tissue fragment consistent with collapsed cyst. The inner cyst lining is tan, smooth and devoid of masses or papillary excrescences. The specimen is sectioned and entirely submitted. Container d is labeled "right paratubal cyst". In formalin is a 2 x 1.5 x 1 cm cyst that exudes clear fluid on sectioning. The inner cyst lining is purple-pink and devoid of solid masses or excrescences. Representative sections are submitted. Microscopic description: the endometrium demonstrates focal gland crowding, non-complex budding, and occasional dilated glands. No cytologic atypia is seen. Sections submitted from the right ovarian cyst demonstrate a follicular cyst. No atypical features are seen. Sections submitted from the right paratubal cyst demonstrate a cyst lined with columnar to cuboidal epithelium with associated cilia. No atypical features are noted. Final diagnosis: uterus, curettings: disordered proliferative endometrium. Left fallopian tube and ovary, salpingo-oophorectomy: tuba-ovarian adhesions. Inflammation consistent with tuba-ovarian abscess. Hemorrhagic follicular cyst. Right ovarian cyst, excision: benign follicular cyst. Right paratubal cyst, excision: benign paratubal cyst of tubal type.¿ on (B)(6) 2005: (B)(6) system. Lab. Wbc 16.4 h (3.6-10.7). On (B)(6) 2005: (B)(6) system. Lab. Urinalysis: appearance cloudy (clear), blood moderate h (negative), protein 100 h (negative), nitrate positive h (negative), leukocyte esterase large h (negative), wbc too numerous to count h (0-5), rbc 10-25 h (0.-2), bacteria many h (negative). On (B)(6) 2005: (B)(6), lvn. Nurse notes. Dr.(B)(6) notified of patient status; vomiting and diarrhea last night and early this morning, but dr. (B)(6) states ¿I am aware, and she is still discharged.¿ on(B)(6) 2005: (B)(6), md. Discharge summary. ¿hospital course: she was admitted for a total abdominal hysterectomy and bilateral salpingoophorectomy, paravaginal repair, and sacral colpopexy. Her surgery was on (B)(6) 2005. She had a total abdominal hysterectomy, bilateral salpingo-oophorectomy, sacral colpopexy, paravaginal repair, perineoplasty, and posterior repair. This was done with dr. (B)(6). She did well in surgery. On postoperative day number one she was having mild nausea, no vomiting. Her vital signs were all normal. She was afebrile. Her hemoglobin and hematocrit were 11 and 33. On postoperative day number one, her foley was removed. On postoperative day number two, she was leaking urine on the way to the bathroom. No flatus and no nausea or vomiting. Her vital signs were normal. Temperature max was 100.3. Incision was clean, dry, and intact. She was tolerating clear liquids. She had a voiding trial. On this day she voided 80 ml and her postvoid residual was greater than 1000 ml. Her foley was replaced and she was given a urinalysis and culture was sent. On postoperative day number three, she was ambulating in the halls, tolerating a regular diet. She was afebrile. Vital signs were stable. Her urinalysis showed large leukocyte esterase and positive nitrates. She was started on macrobid. On postoperative day number four, she had a bowel movement and was tolerating a regular diet. She had a bout of nausea and vomiting, however, t11is had happened in the past and was most likely due to gastroparesis. She was started on reglan. She had good bowel sounds. Her incision was clean, dry, and intact. She was sent home on (B)(6) 2005, to come back in one week for a voiding trial. She was given macrobid for a seven-day course.¿ on (B)(6) 2014: (B)(6) health. Nurse notes. Complaint: trip and fall hitting head, back pain. Weight 200 pounds. Current medications: glucophage, januvia. Abdomen: flat, rounded and symmetrical, obese. Voids painlessly without difficulty, no abnormal genitourinary findings. Discharge home. On (B)(6) 2015: (B)(6), md. Hospital admission for dizziness secondary to orthostatic hypotension, gross hematuria and urinary tract infection. Discharged home in stable condition. To follow up for gross hematuria for cystoscopy and biopsy. On (B)(6) 2015: (B)(6), md. Progress notes. Impression/plan: orthostatic dizziness; improved. Remain off lisinopril, likely cause of symptoms. Stay off detrol as well. Diabetes mellitus type 2; controlled. Gross hematuria; none currently. Follow up dr. (B)(6), I discussed with him-will treat urinary tract infection with rocephin then oral cipro. Plan follow up cystoscopy with biopsy to rule out cancer. Feels much better. Discharge home in stable condition. On (B)(6) 2015: (B)(6), md. Hospital admission for intractable nausea and vomiting, diabetic gastroparesis and type 2 diabetes mellitus. Home is stable condition as n&v quickly resolved. On (B)(6) 2015: (B)(6), md. Radiology report: diagnostic abdominal x-ray. Impression: 1. Evaluation is limited by motion blur. 2. Scattered colonic bowel gas. No convincing evidence for dilated air-filled loops of small bowel. On (B)(6) 2015: (B)(6), md. History and physical. Nausea, vomiting, diarrhea. With diabetes mellitus ii and diabetic gastroparesis; has flare up every few months. Started nausea/vomiting three to four hours prior to arrival to emergency room; throwing up partially digested food. Frequent diarrhea. Social: nonsmoker. Impression / plan: nausea / vomiting related to diabetic gastroparesis. On (B)(6) 2016: (B)(6) center. [No provider listed]. Laboratory report. Hemoglobin a1c: 6.8 [4.0-5.6]. On (B)(6) 2017: (B)(6) center. [No provider listed]. Laboratory report. Hemoglobin a1c: 7.1 [4.0-5.6], abnormal, high. Glucose 146 [70-99], abnormal, high. On (B)(6) 2017: (B)(6) center. [No provider listed]. Laboratory report. Hemoglobin a1c: 7.8 [4.0-5.6], abnormal, high. Glucose 181 [70-99], abnormal, high. On (B)(6) 2018: advanced heart care [ahc] plano office. (B)(6), md. Follow up of labs and blood pressure monitoring. Weight 219 lbs. Obese. On (B)(6) 2018: (B)(6), md. Ed visit with hospital admission for abdominal pain, diarrhea, nausea and vomiting. Symptoms consistent with previous gastroparesis flares. Abdominal exam: ¿there is tenderness in the epigastric area. No hernia.¿ wbc 20.2 [4-11]. On (B)(6) 2018: (B)(6), md. Radiology report. CT abdomen / pelvis. ¿impression: 1. No acute intra-abdominal abnormality. 2. Subcapsular calcified lesions in the liver, which may be related to a prior granulomatous infectious process, or prior trauma with subcapsular hematomas. Calcified granulomas are seen in the spleen as well. 3. Degenerative changes of the spine. 4. Diverticulosis coli without evidence of diverticulitis. 5. Post surgical changes related to prior hysterectomy, with a tubular area of mineralization extending from the left side of the vaginal cuff towards the sacrum, which may be related to the prior surgery.¿ on (B)(6) 2018: (B)(6) rockwall. Microbiology. Source: urine, clean catch: greater than 100,000 cfu/ml escherichia coli with 20,000 cfu/ml mixed urethra flora. On (B)(6) 2018: (B)(6), md. Discharge summary. Hospital course: ¿admitted for diarrhea, c diff ordered but diarrhea resolved after admission, sample was never collected, the patient was started on po flagyl empirically, also found to have uti, c/s showed pansensitive e coli, she was started on IV rocephin ER, switched to po ceftin on discharge. The patient feels much better today, she received IV fluids for hydration, cleared for home discharge today.¿ to follow up with primary care provider. Discharge diagnoses: acute cystitis without hematuria, gastroparesis, diabetes mellitus and diarrhea of presumed infectious origin. Home medications: ceftin, flagyl, zofran, amaryl, zestril, lopressor, prilosec, zocor, and effexor. On (B)(6) 2018: (B)(6), md. Procedure report. Colonoscopy. Indication: screening for malignant neoplasm of colon. Impression: diverticulitis of right and left colon. Polyp (9 mm) in ascending colon; polypectomy. Plan: await pathology results, high fiber diet, follow up with primary care physician, colonoscopy in 5 years. On (B)(6) 2019: (B)(6), md. Office visit. History of present illness: incontinence. ¿patient referred for incontinence. She notes pink discharge for the last month, has odor. She may notice it with urination. + hysterectomy, anterior / posterior repair, sling in 2005. She reports sul [stress urinary incontinence] > uui [urge urinary incontinence]. She needs 2 ppd [pads per day]. She denies nocturnal enuresis, does have nocturia x 2-3, may have uui on the way. She has not tried any medications. She reports no recurrent uti [urinary tract infection], no current dysuria, hematuria, frequency, urgency above baseline. She has been told she has a uti, is usually asymptomatic. No difficulty emptying but sometimes has trouble getting started. She is aware of a vaginal bulge, does not need to splint to void or have bm.¿ assessment and plan: combined hypermobility of urethra and intrns sphincter deficiency. Foreign body in vulva and vagina, initial encounter. Anterior vaginal wall / bladder neck mesh erosion. Discussed excision with staged prolapse repair-colpocleisis vs posterior repair with biologic graft and likely primary anterior colporrhaphy. Physical exam: female quick visit: ¿large bladder neck mesh erosion 2 cm x 1 cm. Grade iii vault prolapse.¿ on (B)(6) 2019: (B)(6), md. Office visit. History of present illness: patient for follow up of prolapse. She had hysterectomy, ap repair, sling in 2005 now with mesh erosion. Assessment and plan: ¿plan for mesh excision prior to prolapse repair.¿ explant #1 preoperative complaints: on (B)(6) 2019: (B)(6), md. Office visit. History of present illness: urinary incontinence / prolapse. ¿we reviewed procedure anterior colporrhaphy with biologic graft, mesh excision, posterior repair, perineorrhaphy--recovery / restrictions." Assessment and plan: cystocele, midline. Foreign body in vulva and vagina. Combined hypermobility of urethra and intrns sphincter deficient. Reviewed uds [urodynamic study] without documented sui [stress urinary incontinence], will not plan for sling. Plan for anterior colporrhaphy with biologic graft, posterior colporrhaphy, perineorrhaphy, mesh excision. On (B)(6) 2019: (B)(6), md. Indication for procedure: ¿the patient is a 76-year-old female with a history of prolapse repair with mesh. She subsequently presented with discharge and was found to have a large mesh erosion. After discussion of options, she agreed to proceed with mesh erosion and staged prolapse repair. Risks of the procedure discussed include bleeding, infection, injury to adjacent organs, need for multiple procedures, recurrent mesh erosion.¿ explant #1 procedure: cystoscopy, excision of vaginal foreign body. Explant #1 date: on (B)(6) 2019 (hospitalization on (B)(6) 2019). On (B)(6) 2019: (B)(6), md. Operative note. Preoperative diagnosis: vaginal foreign body, incontinence. Postoperative diagnosis: vaginal foreign body, incontinence, vaginitis. Anesthesia: general. Estimated blood loss: less than 2 ml. Complications: none. Findings: ¿large infected section of mesh within the vagina with a base at the vaginal apex. No abnormal findings in the bladder.¿ procedure: ¿the patient was brought to the operating room and administered general anesthesia. She then placed in the dorsal lithotomy position, prepped and draped in standard sterile fashion. A lone star retractor was placed for exposure. The mesh was grasped with a kocher and retracted as far as possible. The mesh was then cut at the level of the vaginal apex such that only a tip could be felt. Copious irrigation was performed with betadine solution. Hemostasis was confirmed. The defect was closed with a single 2-0 vicryl to approximate the wound edges without sealing the incision. Cystoscopy was performed; demonstrated no foreign body in the bladder, no abnormality. The procedure was then terminated. The patient was awakened and brought to the recovery room in stable condition.¿ on (B)(6) 2019: (B)(6), md. Pathology report. Diagnosis: vaginal mesh (excision). Mesh material (gross diagnosis only). Clinical history: foreign body in vulva and vagina. Specimen received: vaginal mesh. Gross description: the specimen is received in formalin labeled with the patient¿s name and designated vaginal mesh is a portion of tan gray synthetic material 6.5 x 3.2 x by up to 0.2 cm with portions of green suture material identified. No discrete soft tissue is identified. No sections are submitted.¿ on (B)(6) 2019: (B)(6) rockwall. Microbiology. Source: vaginal mesh. ¿gram stain: few neutrophils. Many gram-positive cocci. Many gram-negative rods.¿ on (B)(6) 2019: (B)(6) rockwall. Microbiology. Source: vaginal mesh. ¿few mixed anaerobic flora. No further workup will be performed.¿ on (B)(6) 2019: (B)(6) rockwall. Microbiology. Source: vaginal mesh. ¿no fungus isolated after 4 weeks incubation.¿ relevant medical information: on (B)(6) 2019: (B)(6), md. Office visit. History of present illness: urge incontinence. ¿this is dramatically improved since surgery.¿ assessment and plan: ¿plan for posterior repair with biologic graft, perineorrhaphy in 4-6 weeks after completely healed from mesh excision.¿ on (B)(6) 2019: (B)(6), md. Office visit. History of present illness: follow up of prolapse. Weight 213 pounds, bmi 37.7. Assessment and plan: urinary tract infection, postmenopausal atrophic vaginitis, asymptomatic microscopic hematuria, and rectocele. For posterior colporrhaphy with biologic graft, perineorrhaphy. On (B)(6) 2019: (B)(6), md. Hospital admission. On (B)(6) 2019: (B)(6), md. Operative note. Preoperative and postoperative diagnosis: rectocele, enterocele, perineocele. Name of operation: 1. Posterior colporrhaphy. 2. Perineorrhaphy. Indications: ¿the patient presents with a history of symptomatic prolapse with a history of a prior mesh prolapse repair and mesh erosion treated last month, after a discussion of options including a trial of conservative management she agreed to proceed with surgical management. Risks of the procedure discussed included bleeding, infection, need for multiple procedures, injury to adjacent organs (ureters, bladder, bowel, large blood vessels), risks specific to graft (erosion, extrusion, scarring, infection, chronic pelvic pain, dyspareunia), post-op urinary retention requiring a temporary catheter, urgency, incontinence requiring medications or another procedure, recurrence of prolapse.¿ procedure: ¿the patient was brought to the operating room and administered general anesthesia. She was then placed in the dorsal lithotomy position and prepped and draped in a standard sterile fashion. A lone star retractor was used for exposure and a 16-french foley catheter was placed to completely drain the bladder. This was left indwelling to gravity. The poster vaginal wall was grasped with 2 allis clamps and hydrodistention was performed with 0.25% marcaine with epinephrine. A midline incision was made and then bilateral flaps were created. Significant scarring was encountered. Ethibond sutures were placed into the levators bilaterally to reduce the enterocele and rectocele. The sutures were then sequentially tied down. Hemostasis was confirmed. Antibiotic irrigation was used to flush the wound. Perineorrhaphy was accomplished by excising a diamond shaped incision over the perinea! Body. 2-0 pds sutures were used to reapproximate the perinea! Body. The vaginal mucosa was trimmed, and the incision was closed with a 2-0 vicryl in a running fashion. The perinea! Incision was closed with a subcuticular 4-0 vicryl. Bacitracin ointment was applied to the vagina. Kerlix soaked in antibiotic solution was placed as a packing. The catheter was left indwelling and the retractor was removed. The procedure was terminated. The patient was awakened and brought to the recovery room in stable condition.¿ on (B)(6) 2019: (B)(6), md. Discharge summary. Hospital course: ¿who underwent posterior colporrhaphy, perineorrhaphy. She was gradually advanced to a regular diet and pain medications were transitioned to po [oral].¿ discharge to home. Discharge diagnoses: gastroparesis. Medications: keflex, estrace, lasix, amaryl, zestril, metformin, lopressor, nitroquick, prilosec, zofran, zocor, ultram, and effexor xr. On (B)(6) 2019: (B)(6), md. Office visit. History of present illness: follow up of prolapse s/p posterior colporrhaphy, perineorrhaphy on (B)(6) 2019, and urinary tract infection. Continue activity restrictions another six weeks. Assessment: rectocele. Female quick visit: incisions healing well. No exposed mesh. On (B)(6) 2019: (B)(6), md. Office notes. Follow up recurrent urinary tract infection. Reports vaginal pain, frequency, urgency for last week. Has mild urge urinary incontinence; pyridium for this, urinalysis, continue estrace. On (B)(6) 2019: (B)(6), md. Office notes. Follow up recurrent urinary tract infection. Had vaginal bleeding which has stopped since she stopped estrace. Status post posterior repair, perineorrhaphy on (B)(6), doing well. No recurrence of apical vaginal mesh erosion. Continue estrace. On (B)(6) 2019: (B)(6), md. Office notes. Having intermittent pink color in pad, one time seeped through clothes. Back pain. Has been on prophylaxis, estrace. Impression / plan: urinary tract infection. Continue prevention-daily cranberry and probiotic, keflex, estrace. Follow up in 4 months. Gross hematuria; likely related to urinary tract infection; may need cystoscopy if negative culture and persistent staining of pads. May consider imaging. On (B)(6) 2019: (B)(6), md. Radiology. CT abdomen/pelvis. Indication: microscopic hematuria. Findings: pelvic organs/bladder: nondistended urinary bladder. Patient appears status post hysterectomy. No adnexal mass. On (B)(6) 2019: (B)(6), md. Office notes. Follow up for recurrent urinary tract infections. No urinary tract infection since last visit. Urinalysis today suggestive of urinary tract infection. Ceftriaxone intramuscular now. Continue prevention-daily cranberry and probiotic, hold keflex prophylaxis, estrace. On (B)(6) 2019: (B)(6), md. Office visit. History of present illness: follow up of recurrent urinary tract infections. Assessment and plan: ¿no mesh on exam.¿ diagnostic cystourethroscopy was performed. Impression: asymptomatic microscopic hematuria. Physical exam: female quick visit: no exposed mesh. On (B)(6) 2020: (B)(6), md. Office visit. History of present illness. Patient here for preoperative exam for upcoming bladder suspension with dr (B)(6) on (B)(6) 2020. Feels like she is doing ok from medical standpoint. Frustrated with her bladder. Monitoring htn [hypertension] and dm [diabetes mellitus]. Cleared for upcoming surgery.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: (B)(6) health system. (B)(6) , md; (B)(6) , md. Operative report. Preoperative diagnosis: complete uterine prolapse procidentia. Cystocele. Rectocele. Postoperative diagnosis: complete uterine prolapse procidentia. Cystocele. Rectocele. Assistant: (B)(6) , md. Procedure: total abdominal hysterectomy. Bilateral salpingo-oophorectomy. Sacral colpopexy and paravaginal repair. Posterior repair. Perineoplasty. Anesthesia: general anesthesia per (B)(6) , md and (B)(6) , md. Findings: complete uterine prolapse with ulceration of cervix. Cystocele. Rectocele. Enterocele. Technique: ¿after informed consent was given the patient was taken to the operating room with intravenous running where general anesthesia was obtained without difficulty, per crna (B)(6) and dr. (B)(6) . The patient was prepped and draped in the normal sterile fashion for surgery, in the dorsal lithotomy position. The surgeons were scrubbed and gowned. The foley catheter was placed and a pfannenstiel skin incision was made with the knife and subcutaneous tissue separated with the electrocautery. The fascia was nicked with a knife and extended laterally with the mayo scissors. The fascia was separated from the rectus muscles superiorly and inferiorly with the mayo scissors and the electrocautery. At this time the space of retzius was dissected and the iliac spines were identified and the white line was identified, and noted to have defects bilaterally, and this areas were packed away with 4 x 4 and the attention was then given to the abdominal incision. The rectus muscles were separated in the midline and the peritoneum was entered and extended superiorly and inferiorly. The bowel was packed away with wet laparotomy sponges times four and the (B)(6) -(B)(6) retractor was placed into the abdomen and the bladder blade was placed. The uterus was identified and a hysterectomy and bilateral salpingo-oophorectomy in the routine standard fashion was performed. The round ligaments were sutured and ligated bilaterally with 0 vicryl sutures. The infundibulopelvic ligaments were clamped, cut, and sutured with 0 vicryl in free tie and 4 for and off sutures. The ureters were identified and were clear from any pedicles. At this time the curved heaney clamps were placed on the uterine arteries bilaterally and these pedicles were cut and sutured in a heaney fashion with 0 vicryl sutures and the straight heaney valentine clamps were placed on the cardinal ligaments. These ligaments were cut and sutured with 0 vicryl and heaney sutures. The uterus and cervix were removed from the vagina along the superior portion of the vagina and handed off. The vaginal cuff was closed with 0 vicryl and hofmeister and figure-of-eight sutures. Areas of bleeding were controlled with 0 vicryl in figure-of-eight sutures. At this time the sacral colpopexy was done and the peritoneum was entered above the sacral promontory and 0 ethibond was used on the periosteum of the sacrum and two sutures for retraction. At this time the gore-tex mesh of 17 centimeters was placed onto the posterior of the vaginal cuff after the peritoneum was dissected away from the vaginal cuff and this was placed on the posterior vaginal cuff with 0 ethibond sutures times four and then it was sutured to the sacral promontory periosteum with 0 ethibond sutures. And the peritoneum was closed over the graft down to the vaginal cuff. At this time the pelvis was irrigated with sterile water. All of the bleeding areas were controlled with figure-of-eight sutures and electrocautery and at this time the attention was turned to the space of retzius and an 0 ethibond suture was placed in the sacrospinous ligaments bilaterally and sutured to the paravaginal tissue and the white line was sutured to the paravaginal tissue bilaterally with 0 ethibond sutures and three sutures bilaterally for the paravaginal repair. At this time the peritoneum was closed after all the instruments and the four wet laparotomy sponges were removed from the abdomen, the peritoneum was closed with 2-0 chromic and the muscles were reapproximated with 2-0 chromic. The fascia was closed with 0 pds in two running stitches. The subcutaneous tissue was closed with 3-0 vicryl and the skin was closed with 4-0 monocryl, and dermabond was placed on the subcuticular incision. Sterile dressing was applied and then the attention was turned to the vagina where a posterior repair was done in the normal fashion and the posterior vaginal wall was opened and dissected from the perirectal tissue and an enterocele was noted at this time, and the enterocele was reduced with 0 vicryl suture. The levator muscles were sutured on either side and brought together in the midline and this obliterated the enterocele. At this time a small amount of vaginal tissue was cut because of redundancy and the posterior vaginal wall was closed with 2-0 chromic in a running stitch and a perineoplasty was done and this tissue was closed as well with 2-0 chromic. The vagina was packed with a wet vaginal pack and the patient was taken to the recovery room in stable condition.¿ specimen removed: uterus, tubes and ovaries bilaterally. Complications: none. Estimated blood loss: 400 ml. Intake: 3,400 ml of lactated ringer¿s. Output: 370 ml of urine, clear. The patient was stable on leaving the operating room with foley to gravity. No frozen section. Postoperative plan for routine recovery then to 10-bed tower. Cleocin 600 mg times two was given intravenous in the operating room with a total of 1,200 mg. Counts were correct times three. Product identification records for the alleged "gore-tex mesh" were not provided. ??/??/??:[records between (B)(6) 2005 and (B)(6) 2020 including details of vaginal mesh erosion were not provided.] On (B)(6) 2019:[missing records: an operative report detailing ¿vaginal mesh excision¿ was not provided.] On (B)(6) 2020: (B)(6) . (B)(6) , md. Consultation. New patient, referred by (B)(6) , md. 76-year-old complaining of recurrent urinary tract infections/constant blood in urine for past 5 years. Saw urologist in 2013; did bladder biopsy negative for malignancy. Then saw dr. (B)(6) who did a vaginal mesh excision (B)(6) 2019 to remove the mesh from past bladder suspension due to erosion and recurrent urinary tract infections. Then had rectocele repair (B)(6) 2019 by dr. (B)(6) . Continues to have bloody vaginal discharge daily; denies feeling vaginal bulge. Taking doxycycline suppression/cranberry supplement. Reports doxycycline suppression is not preventing urinary tract infections. When had higher dose of suppression, did seem to manage urinary tract infections. Patient usually unaware of when she has urinary tract infection; daughter is usually who suspects and encourages her to have urine tested. When treated with antibiotics for urinary tract infection almost always develops yeast infection. Has urge predominant mixed urinary incontinence. Leaks 3-4 times weekly and wears 2 pads in a 24-hour period. Voids 5-10 times during the day, 3-5 times at night. Does snore; never had sleep study. Reports dr. Carr planning on cauterizing the bladder; came for second opinion before proceeding. (B)(6) 2019; negative cystoscopy. (B)(6) 2019; multiple organisms isolated (>=3), no predominant organism; culture indicates contamination. Medical history: abdominal aortic aneurysm, anxiety/depression, congestive heart failure, diabetes mellitus type 2, elevated serum globulin level, gastroparesis, gerd, hyperlipidemia, hypertension, nausea, osteoarthritis, varicose veins of legs. Surgical history: tonsillectomy, total abdominal hysterectomy/bilateral salpingo-oophorectomy, laparoscopic cholecystectomy, vaginal mesh excision, repair rectocele. Current medications: ascorbic acid, citracal/vitamin d, ceftin, cinnamon, co q-10/vitamin e, docusate sodium, estrace, amaryl, lisinopril, metoprolol, flagyl, multivitamins/minerals, prilosec, zofran, zocor, venlafaxine. Social history: never smoked, no alcohol or drugs. Wt 200 lb, bmi 35.4. Exam: abdomen: non-tender to palpation, pfannenstiel incisions, no hernias, no inguinal lymphadenopathy. Mucosa: atrophic, moderate yellowish discharge, scarring/erythema at the l sulcus; can¿t feel a mesh erosion but it is right under the mucosa here. No granulation tissue noted. Scarring on posterior wall, particularly at the l sulcus. No mesh erosion noted on the anterior wall. Rectal vault: no mesh erosion noted in the rectum, but there is mesh between the vagina and rectum. Impression/plan: urgency of urination; culture urine, urinalysis. Nocturia; complete voiding diary, fluid restriction in evening. Mixed urge and stress incontinence; discussed if I remove all of the mesh for past bladder suspension, I am not keen on putting another mesh in place due to recurrent urinary tract infections. Understands this will likely lead to worsened urinary incontinence; she is more interested in resolving her urinary tract infections. So, urodynamics study will not be performed prior to prolapse/mesh excision surgery. Requested operative report from 2005 to see what kind of mesh was used. Vaginal vault prolapse after hysterectomy; pelvic organ prolapse¿discussed observation, pessary, surgery. Elected to proceed with surgery to repair prolapse and have past mesh removed. Urinary tract infection; elected to proceed with surgery to have past mesh removed and current prolapse repaired due to recurrent urinary tract infections. Start estrace cream. Erosion of implanted vaginal mesh and prosthetic materials; had vaginal mesh excision (B)(6) 2019¿has continued to develop urinary tract infections and have bloody vaginal discharge daily so I do not believe all of the mesh has been removed. Elected to have remaining mesh excised and current prolapse repaired without using mesh. Discussed removing mesh may improve recurrent urinary tract infections, but no guarantee. Requested operative notes from past 2 prolapse repairs. Scheduled for surgery (B)(6) 2020. On (B)(6) 2020: (B)(6) . Lab. Urinalysis with microscopy. Cloudy (clear), blood 1+ (negative), leukocytes esterase 3+ (negative), wbc >50 (0-5), rbc 10-15 (0-5), bacteria 1+ (negative). Urine culture. Source: urine. Final report: (B)(6) 2020: no growth after 36 hours incubation. On (B)(6) 2020: (B)(6) . (B)(6) , md. Office notes. Result notes for urinalysis with microscopy: blood likely due to mesh extrusion. She has had cystoscopy. Will recheck after mesh revision surgery which will likely occur pending record review. On (B)(6) 2020: (B)(6) , inc. Lab. Urinalysis with microscopy. Turbid (clear), protein 1+ (negative), blood 1+ (negative), leukocytes esterase 3+ (negative), squamous epithelial 15-20 (0-10), wbc >50 (0-5), rbc 20-30 (0-5), bacteria 2+ (negative). Urine culture. Source: urine. Final: 10-50,000 cfu/ml mixed urogenital flora. On (B)(6) 2020: (B)(6) . (B)(6) , md. Office notes. Seen for discussion of prolapse plan. Surgical history: repair rectocele (B)(6) 2019. Does not want to be sexually active and would like tight repair to reduce failure risk and understands she will not be able to have intercourse. Discussed mesh versus suture repair. Discussed risks of surgery. Understands the aim of prolapse surgery is to relieve the prolapse and not necessarily the associated pelvic floor dysfunction. Gave a copy of the american urogynecologic society statement in response to the FDA mesh announcement. Did not address incontinence currently as she has incomplete emptying and recurrent urinary tract infections. Discussed she may need further prolapse surgery and revision of mesh robotically in future, but will attempt vaginal approach first. Impression/plan: erosion of implanted vaginal mesh and prosthetic materials; antibiotics and excision of vaginal mesh with anterior/posterior/enterocele repair/perineorrhaphy/cystoscopy. Instructions: continue doxycycline and flagyl for 3 days before and 2 days after surgery. Do not lift more than a gallon of milk for first 6 weeks; exercise walking only. Avoid constipation after surgery. On (B)(6) 2020: [missing records: an operative report for ¿excision fistulous vaginal tract and sacrocolpopexy mesh (portion of mesh still attached to sacrum) ureterosacral ligament suspension, anterior/posterior/enterocele repair, perineorrhaphy, cystoscopy¿ was not provided.] On (B)(6) 2020: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2020 procedure was not provided.] On (B)(6) 2020: (B)(6) . (B)(6) , md. Office notes. Seen for postoperative exam. Status post excision of fistulous vaginal tract and sacrocolpopexy mesh (portion of mesh still attached to sacrum), ureterosacral ligament suspension, anterior/posterior/enterocele repair, perineorrhaphy, cystoscopy on (B)(6) 2020. Following up for nausea/vomiting/diarrhea after surgery. Reports feeling better today/diarrhea resolved. Taking nitrofurantoin, doxycycline, flagyl, naproxen. Reports for first time in 15 years is feeling hopeful about improvement. Exam: abdomen; soft, non-tender to palpation, no peritoneal signs/symptoms. Plan: advised to continue nitrofurantoin, doxycycline and flagyl. On (B)(6) 2020: (B)(6) . (B)(6) , np. Physician orders. Diagnosis: pelvic abscess. Order: interventional radiology abscess drain catheter check. CT pelvis with/without contrast. ??/??/??:[missing records: records after (B)(6) 2020 including abscess drain catheter check and CT pelvis were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. The gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also state: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Name: plus biomaterial antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc.serial#(B)(6). UDI# (B)(4). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6), md. Office visit. Hematuria. Current weight 204 pounds. Assessment: hematuria, acute cystitis, and urgency of urination. Plan: urine culture, antibiotic, and follow up in 2 weeks. (B)(6) 2015: (B)(6), md. Office visit. Presented for cystoscopy. Examination: rectocele, grade 4. Assessment: hematuria, rectocele, urgency of urination and obesity. Counseled to lose weight. Bmi >= 30. Cystoscopy: showed bladder erythematous but no tumor. (B)(6) 2015: md pathology. (B)(6), md. Pathology. Cystoscopy: bladder biopsy. Pathological diagnosis: chronic cystitis, with partially denuded urothelium. (B)(6) 2015: (B)(6), md. Office visit. Follow up to biopsy. Status post bladder biopsy 2 weeks ago, which showed chronic inflammation. Assessment: hematuria, urgency of urination. Addendum: pathology was negative for cancer. Follow up as needed. (B)(6) 2018: (B)(6), md. Laboratory results. Glucose 117 [70-99]. Hemoglobin a1c. 7.9 [4.0-5.6]. (B)(6) 2018: (B)(6), md. Laboratory results. Glucose 181 [70-99]. Hemoglobin a1c. 8.3 [4.0-5.6]. (B)(6) 2019: (B)(6), md. Laboratory results. Glucose 154 [70-99]. Hemoglobin a1c. 6.7 4.0-5.6]. (B)(6) 2020: (B)(6), md. Office visit. Presented for hospital followup. Has home health services. Diabetes ¿ was changed to insulin while in hospital. Blood glucose on (B)(6) 2020 was 350 [70-110]. No abdominal pain. Current weight is 199 lbs., bmi 36.4. Condition unchanged. (B)(6) 2020: (B)(6), md. Laboratory results. Glucose 116 [65-99]. Hemoglobin a1c. 6.7 [<5.7]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® mycromesh®plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore in a lawsuit that a patient underwent "repair of symptomatic pelvic prolapse by (B)(6)". On (B)(6) 2011 whereby a "gore-tex mesh" was implanted. The lawsuit complaint alleges that ¿[s]ince implantation of the mesh devices, plaintiff suffered from, among other problems, erosion, infection, and pain and underwent mesh excision." It was alleged that ¿as a result of the mesh devices, plaintiff has suffered severe physical and emotional injuries, including but not limited to, surgical procedures, painful scarring and worsening and continuing pain." The lawsuit complaint further alleges that "[a]s a result of the mesh devices, plaintiff suffered debilitating injuries from the synthetic mesh including mesh erosion, shrinking, hardening, chronic pain and worsening dyspareunia leading to the need for dangerous and serious surgery; required and will continue to require healthcare and services; has incurred and will continue to incur medical and related expenses; has suffered and will continue suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain and other such damages." Additional event specific information was not provided.